Event description:
A malfunction of the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump without further issues.